Event description:
A malfunction alarm related to the pump was reported by the customer, specifically an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer had previously experienced this issue within the past month. Technical support decided to replace the pump, sending a replacement with updated software. The customer agreed to switch to mdi as a backup therapy and understood the instructions to return the problematic pump to tandem, including how to put it into storage mode and program the new pump with necessary settings.